Event description:
It was reported that pump experienced malfunction code 12 without any notable events before issue. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted caller with resetting pump using provided instructions, malfunction did not recur after reset, customer was advised to continue using pump and to call back if malfunction occurred again, and caller acknowledged and understood instructions.